Manufacturer narrative:
(B)(4).

Event description:
Allegedly, although it was a revision due to the dislocation of the cup, some black or gray color synovial fluid and tumor were also seen. (B)(6).

Manufacturer narrative:
Updated event problem and evaluation codes.